Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius customer service (cs) that an internal dialyzer blood leak occurred less than one hour into a patient¿s hemodialysis (hd) treatment. The blood leak was confirmed to be visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A blood leak test strip was used, and it tested positive. There was no physical damage noted on the dialyzer. Fresenius bloodlines were also being used. After the leak occurred, the treatment was paused. The event resulted in an undetermined amount of blood loss. The biomed confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The sample was not available to be returned for manufacturer evaluation as it was reportedly discarded.

Manufacturer narrative:
Plant investigation: the actual complaint device was not returned for physical evaluation. However, the distribution center (dc) was able to retrieve a companion case of unused dialyzers from the user facility and return them for manufacturer evaluation. There were twelve dialyzers within the case, all sealed in their prepacking pouches. There was no visible damage or irregularities noted on any of the samples. The dialyzers were all forwarded to the quality systems (qs) dialyzer laboratory for further testing. The test results indicated that each sample passed bubble point testing (internal leak testing). There were no issues identified during the qs evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were multiple approved temporary deviation notices (dns) reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. Based on results of the companion sample testing, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility biomedical technician (biomed) reported to fresenius customer service (cs) that an internal dialyzer blood leak occurred less than one hour into a patient's hemodialysis (hd) treatment. The blood leak was confirmed to be visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A blood leak test strip was used, and it tested positive. There was no physical damage noted on the dialyzer. Fresenius bloodlines were also being used. After the leak occurred, the treatment was paused. The event resulted in an undetermined amount of blood loss. The biomed confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The sample was not available to be returned for manufacturer evaluation as it was reportedly discarded.